Manufacturer narrative:
The reported condition of failure code 403:317:871:0000 was confirmed but not duplicated. The assignable cause is unknown. The uim pcb (user interface module printed circuit board) was replaced as a precaution. (B)(4).

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility reported a colleague pump with failure code 403:317:871:0000. It was not specified when reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During baxter quality engineering review of the event history on august 11, 2010, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
During review of the event history by baxter it was determined that the reported condition occurred on (B)(6) 2010. (B)(4).